Event description:
At approximately 11:57 am alarms starting sounding. The patient monitor on the anesthesia machine in the operating room went dead. Tried several times to reboot monitor. Patient monitor tried to reboot then would shut down again. A backup monitor was taken into the operation room. Troubleshooting ensued on the original patient monitor. After about 15 minutes it was determined to be a network related issue. The patient monitor was removed from the network and the patient monitor booted up and resumed normal operation.